Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device had right plunger case cracked at top surface. During occlusion testing, motor rate error was found. The root cause of the reported issue was found to be old worn drivetrain parts. Replaced worm coupling, worm gear, lead screw, and both clutch halves due to normally worn parts. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.